Manufacturer narrative:
The insulin pump had an intermittent buttons due to flattened act buttons dome switch. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displays the 100 value properly on display graph. The insulin pump was also programmed with test glucose meter. The insulin pump had communicated properly and recorded the 106 mg/dl value properly from glucose meter. The low suspend alarm and low hypo alert working properly. The insulin pump had minor scratches on lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner and stained endcap sticker.

Event description:
It was reported that the customer's insulin pump alarms and they are unable to clear the alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.